Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device including a reading of 97 mg/dl obtained on the adc device compared to a reading of 286 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As the customer has their insulin pump connected to their adc device, the customer asserts that the "low readings" from the adc device triggered their insulin pump to administer more insulin than the customer needed. Subsequently, the customer experienced symptoms of hypoglycemia including shaking, sweating, and "seeing flashing spots in their eyes". The customer self-treated with two glucagon shots, "four to five" glucose tablets, and honey that was provided by a non-healthcare professional (roommate). Thereafter, the customer called 911 and an ambulance took the customer to the hospital where they had contact with a healthcare professional (hcp) who obtained a laboratory glucose result of "386-396 mg/dl" and administered insulin (dose/type unspecified) for treatment for the diagnosis of hyperglycemia. The customer was then admitted into the hospital for further observation. There was no report of death or permanent injury associated with this event.a customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025.impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. A review of libreview glucose data was conducted for the non-returned sensor that evaluated the potential causal relationship between the complaint, and the manufacturing issue identified in adc fa 1002-2025, a factor identified as a possible contributor to the reported low readings. In the absence of any other information, we cannot eliminate the manufacturing issue as the potential cause. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) was updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device including a reading of 97 mg/dl obtained on the adc device compared to a reading of 286 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As the customer has their insulin pump connected to their adc device, the customer asserts that the "low readings" from the adc device triggered their insulin pump to administer more insulin than the customer needed. Subsequently, the customer experienced symptoms of hypoglycemia including shaking, sweating, and "seeing flashing spots in their eyes". The customer self-treated with two glucagon shots, "four to five" glucose tablets, and honey that was provided by a non-healthcare professional (roommate). Thereafter, the customer called 911 and an ambulance took the customer to the hospital where they had contact with a healthcare professional (hcp) who obtained a laboratory glucose result of "386-396 mg/dl" and administered insulin (dose/type unspecified) for treatment for the diagnosis of hyperglycemia. The customer was then admitted into the hospital for further observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device including a reading of 97 mg/dl obtained on the adc device compared to a reading of 286 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As the customer has their insulin pump connected to their adc device, the customer asserts that the "low readings" from the adc device triggered their insulin pump to administer more insulin than the customer needed. Subsequently, the customer experienced symptoms of hypoglycemia including shaking, sweating, and "seeing flashing spots in their eyes". The customer self-treated with two glucagon shots, "four to five" glucose tablets, and honey that was provided by a non-healthcare professional (roommate). Thereafter, the customer called 911 and an ambulance took the customer to the hospital where they had contact with a healthcare professional (hcp) who obtained a laboratory glucose result of "386-396 mg/dl" and administered insulin (dose/type unspecified) for treatment for the diagnosis of hyperglycemia. The customer was then admitted into the hospital for further observation. There was no report of death or permanent injury associated with this event.